Event description:
Healthcare professional reported right side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening, fold creases and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified one sharp opening and one opening striated. A dimension measurement in the shell was performed which identify the thickness within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening in the side posterior assessed as unidentified (tear) opening. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device was explanted.